Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was getting bad shocks that actually hurt them and stimulation has been turning on and off by itself. The patient mentioned that the shocks have happened while driving and running. The patient also mentioned that stimulation will be at lowest setting and they still get unexpected shocks. The patient confirmed this began about 6 months ago but has worsened over time. The patient also reported that 'no device found' displays a lot of the time while trying to charge their implant and this has been happening for about the last 3 months. The patient thinks there's something going on internally to cause this. Patient services reviewed information and recommended patient follow up with their healthcare provider regarding the issues.